Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2006, patient underwent following procedure, left transforaminal lumbar antibody fusion, l4-5, left using 9 x 11 x 25 mm cage and pedicle screw instrumentation using a technique, l4-5 with four 6.5 x 45-mm screws and two 45-mm rods. Pre-op diagnosis: lateral canal stenosis of l4-5 left, with degenerative spondylolisthesis of l4-5 and status post decompressive laminectomy, l4 and l5. As per op notes: ".. The patient's autologous bone had been carefully cleaned. The cortical/canceilous bone was used. Then, a bone morphogenic protein had been prepared, and 2 packets were wrapped in bmp foam with small bone particles included. Two packets were then placed. Following this, the cortical/cancellous bone was also impacted nicely. Then, the 9 x 11 x 25 mm cage packed with bone and bmp was impacted nicely under fluoroscopic visualization and appeared across the midline nicely.. The patient subsequently was gently placed back in supine position, extubated, and taken to the recovery room in satisfactory postop condition, after having tolerated, the procedure well.. " patient alleges unspecified injury due to the use of rhbmp-2.